Event description:
It was reported that pump experienced malfunction with repeated malfunction alarm despite reset attempts. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, was instructed to reset pump. Technical support arranged shipment of replacement pump with updated software.